Event description:
3100b oscillator failed - stopped functioning all of a sudden; control panel showing no lcd readout; power switch was in on position; fisher-parykel humidifier was on and functional. Alarm did not sound.